Event description:
It was reported that during an infusion set change using an inset 23 inch set, the user dropped the set and it deployed prematurely, requiring replacement, and on the subsequent attempt the adhesive backing was not removed initially, preventing adherence until removed; blood glucose was 163 mg/dl and the patient requested a follow-up call. No reported adverse clinical effects. Outcomes included successful infusion set replacement with no additional issues reported on follow-up. Investigation included troubleshooting and user education on proper infusion set handling and adhesion. Investigation of this case revealed user handling errors leading to an incorrectly deployed infusion set and initial failure to remove the adhesive backing before insertion, with resolution after correct technique was applied. It was concluded, based on previously established findings for similar reports, that the cause was user error related to infusion set insertion and adhesion.